Manufacturer narrative:
The esu was thoroughly inspected/tested (note: the involved erbe nessy omega neutral electrode was discarded postoperatively and not available for an examination.). The generator was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The unit was/is within specifications and all features were/are working properly. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Most likely, there were many factors involved with the reported event and with the limited information provided, a definitive determination as to the cause of the incident could not be made. Nevertheless, warnings in the esu's user manual and neutral electrode's notes on use address the risk of pad burns and provide mitigation measures to minimize the possibility of burns. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a hip prosthesis operation. The esu was used with an erbe nessy omega neutral electrode (also referred to as a return electrode, patient pad, etc.) [Part number: 20193-082, lot number: 240306-0814]. The neutral electrode was placed on the patient's left shoulder blade. No information was provided regarding any of the other accessories used in the procedure. Also, the esu settings used were not provided. During the entire operation, no anomalies or malfunctions occurred with the esu. However, towards the end of the procedure, the patient reported a burning sensation in the left scapula area. After the operation and when the return electrode was removed there were no signs of injury (i.e., there was no skin redness, etc.). But when the patient was on the ward, necrosis was found near the site of the return electrode. A photograph showed that there were two (2) small superficial skin lesions around the upper and lower edge of the left shoulder blade. According to the description, there was blistering with the lesions. Therefore, a wound dressing was applied to the area.